Event description:
It was reported that the procedure was to treat a moderately tortuous, 80% stenosed lesion in the right coronary artery. During preparation of the device the stent implant was observed to be slightly expanded [loose] on the balloon. The device was not used on the patient. It was reported that the stent delivery system was prepped correctly. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. A loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. Reportedly, the stent was observed to be slightly expanded on the balloon. It is possible that positive pressure was inadvertently applied during preparation for use, resulting in the expanded stent on the balloon, however this could not be confirmed. Return of sds and stent implant may have assisted in determining a cause for the reported expanded stent, however, there is no indication of a product deficiency. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is also subjected to a stent movement test to verify stent security. The lot history record review indicated there were no nonconforming material records that could have contributed to the reported complaint. A query of the complaint handling database was performed and there was no indication of product deficiency.